Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The instruction manual warns users before use: "visually inspect the instrument. Warped electrodes, defective insulation and broken, cracked, or irregular cutting loops represent a danger for both the patient and the surgeon and must not be used." If additional information is received at a later time this report will be supplemented. Please cross reference MFR. Report number: 2951238-2015-00510.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the loop cracked (broke) while cutting tissue. The physician used a second loop and again the loop wire cracked. It was reported that no device fragment fell into the patient. The intended procedure was completed with a third loop. There was no patient injury reported. A non-olympus generator was used during the procedure and the settings were cut/coag ( 200/120). No further information was provided.this is two of two reports.